Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances/ exceptions that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that prior to an unspecified procedure, suture placement was attempted in a femoral artery with a proglide device using the preclose technique. Reportedly, after the plunger was retracted no suture was present, a cuff miss occurred. The initial procedural sheath size and what the sheath was up-sized to were not reported. The procedure was completed. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device, but it is not specified to be established in the preclose technique. No additional information was provided.

Event description:
Subsequent to the initial medwatch report #2024168-2015-02732, the following clarifying information was received which amended the initial details stating one proglide device was used, was inaccurate, two devices were used on a single patient. The second proglide device had been filed under medwatch report #2024168-2015-02733.